Event description:
It was reported that the device will not remain powered on as it turns on for a few seconds before giving the low battery message and powering off. Device would not power on at all on ac power. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance. F/u with the reporter confirmed that the device was scrapped and removed from svc. The customer purchased a replacement defibrillator. The device was not returned to physio-control for analysis. Therefore, further cause of the reported issue could not be determined.